Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, however, defective electrical contacts of the scope could have been the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that no image was displayed and multiple scopes were attempted but the error code reoccurred. Tac advised the customer to avoid hot swapping scopes and to power down the unit before removing and installing scopes. Tac mentioned that foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint were on the electrical contacts of the scope. Furthermore, tac advised the customer to wipe the electrical contacts on the endoscope connector with a clean lint free cloth moistened with 70% ethyl or 70% isopropyl alcohol to completely dry them before re-connecting the endoscope. Tac verified and reseated the maj-1933 and maj-1941. In addition, tac confirmed that the endoscope connector on the light source was clean and free of debris. The customer mentioned that the scopes operate properly on a second cart location. The customer decline initiating an RMA and opted to call back later. A follow up was made and the customer confirmed that the issue was resolved. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.